Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this defibrillation lead developed chest pain one week post implant. A mild effusion was found therefore a lead perforation was suspected. The lead remains implanted since the lead diagnostic measurements were appropriate. The physician will continue to monitor the patient.